Event description:
Incident happened a few weeks ago in with a middle aged female malinoma patient. This was her second il-2 (interleukin) treatment-course of treatment is to place a line and undergo 1 week of il-2 therapy, then to remove the catheter for 1 week off of the therapy, which they continue to repeat for several consecutive courses. Patient arrived to received line and the catheter was placed normally. It is estimated that about 30 sec later, as he was stitching the line down, the patient begun to have the reaction - hot flashes, became flushed, tachycardia. As they have experienced this before (refer to 1820334-2005-00243), they simply finished stitching the patient quickly, pulled the covers off to make them comfortable, and let the symptoms pass (previously they used to give benadryl). The catheter stays in place and the therapy is able to be carried out normally for the week. No consequences to the patient.

Manufacturer narrative:
No product was returned for investigation; therefore, we are not able to determine the root cause of this event at this time. The abrm coating process has been validated, and the appropriate design controls, including biocompatibility testing, have been completed. The IFU warns, "development of a hypersensitivity reaction should be followed by the removal of the catheter and appropriate treatment at the discretion of the attending physician." The appropriate individuals were notified of this matter and we will continue to monitor for similar reports.